Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High capture threshold and low pacing impedance on the right ventricular (rv) lead and the atrial lead were noted. Both leads were explanted and replaced. The patient was stable with no adverse consequences. Additional information was requested but not received yet. Related manufacturer report number: 2017865-2019-03267.